Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, capsular contracture baker grade IV, inflammation/irritation, skin rash/dermatitis, recall.

Event description:
Patient reported left side "pain, capsular contracture baker grade IV, inflammation/irritation, and skin rash/dermatitis." Patient also reported "headache, autoimmune/connective tissue disorder, and varied injuries" which were all non-device related. Patient also mentioned a "recall." Device remains implanted.